Event description:
During an in-clinic follow-up, increased pacing impedance, increased capture threshold and oversensing episodes due to noise were observed on the right ventricular (rv) lead. The rv lead was capped and a new rv lead was implanted to resolve the event. The patient is stable.